Manufacturer narrative:
The system was examined and it was determined that there was play in the screws on top of the libero, thus confirming the reported event. As a correction, the screws on top of the libero were tightened, and all other components securing the libero/optical head were also verified for tightness. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 10, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to loose screws. How or when the screws became loose cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the microscope head disconnected from the arm at the end of a procedure. Additional information has been requested.